Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of between 15.0 and 15.9mmol/l with the subject meter and 6.2mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 2 - 4/21/2015 device evaluation.the lay user/patients test strips have been returned on 2/5/2015 and further evaluated by lifescan product analysis on 4/13/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 - 4/21/2015 correction the MFR narrative has been corrected to show that only the test strips have been tested. Follow up #1 made an incorrect reference to meter testing which should be disregarded; the meter has not been returned.

Manufacturer narrative:
Follow-up # 1 - 4/21/2015. Device evaluation:the lay user/patients meter has been returned on 2/5/2015 and further evaluated by lifescan product analysis on 4/13/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.